Event description:
A malfunction alarm was reported by the customer. There was no reported adverse impact to the customer's blood glucose level. The customer had not previously reset the malfunction code, so technical support provided information to help reset the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared.